Manufacturer narrative:
(B)(4). An actual sample was evaluated by baxter. A visual examination of the sample did not confirm the reported condition of a leak. However, the unit failed the pressure test at 8 psi due to a leakage. The reported condition was confirmed. The root cause could not be determined. This device is single use and will be discarded. A batch review cannot be performed since there was no lot number provided.

Event description:
Baxter's quality engineer from (B)(4) reported an extension set that failed a pressure test at 8 psi due to a leakage. This reported condition occurred during service. There was no patient injury or medical intervention reported. No additional information is available.